Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned for analysis and the reported damage was observed. Photo review: the returned photo shows iol in the iol case. The iol appears to be positioned incorrectly in the iol case and pressed down on iol case posts. The lens appears to be damaged/deformed. Additional observations were as follows: the iol returned positioned posterior surface up in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked - rejectable. Additional information: the complainant states the use of company viscoat as a viscoelastic which is not qualified to be used with the associated company injector/cartridge/iol combination. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the dfu, as the customer states the use of non-qualified viscoelastic. The use of non-qualified viscoelastic may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: 2020-25046.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens presented with a scratch paracentral. The lens was already implanted. Additional information has been requested and received stating the lens was removed and replaced with a new lens during.